Manufacturer narrative:
Results - based upon eval of user facility info and the return sample; based upon eval of undamaged portions of the return sample. Conclusions - is based upon eval of user facility info and the return sample; is based upon eval of undamaged portions of the return sample. Visual examination of the returned sample confirmed the following: the catheter had been damaged during use by being compressed against some structure in the vessel; the catheter was then torn in half due to an axial force being applied against resistance while the catheter was still caught within the vessel; and the entire catheter was successfully removed from the pt. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this has lot has not been reported previously. Although the cause cannot be definitively determined, the description of the event and appearance of the involved sample are consistent with damage from attempting to withdraw the device against resistance. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the distal portion of the angiographic catheter tip "broke off" in the pt and had to be removed by the doctor during an angioplasty procedure. Follow-up communication with the user facility confirmed that the pt had moderate atherosclerosis disease with severe calcification in the area where the angiographic catheter was being used. In addition, the procedure was completed successfully and the pt is fine.